Manufacturer narrative:
When there are multiple issues under one case look in the conclusion on the de to make sure you have the correct codes for your individual issue on your MDR. Sometimes they accidentally leave the extra codes from other issues in your MDR's.

Event description:
It was reported that excessive force is required to press the wake button and activate display. The customer's blood glucose level was 100-200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.